Event description:
A female presented to the ed in late 2007 c/o intermittent, colicky, abdominal pains and s/p fall. On examination pt was found to be hypotensive, tachycardic, and acidotic, with decreased co2, she had leucocytosis and azotemia. Patient was admitted to the ICU with sepsis due to an ischemic colon. She was started on cefazolin and flagyl which she rec'd via a newly inserted triple lumen catheter which was flushed by nursing following hosp policy. Patient underwent a laparotomy and creation of an ileostomy. On six days later, patient developed a fever of 101.9, 4 blood cultures were drawn, and she was started on zosyn. Her fever resolved and all 4 blood cultures returned positive for serratia. Repeat cultures in early 2008 showed no growth. Patient's triple lumen catheter was removed on the next day, and a heplock was inserted. Patient was discharged from hosp on three days later. Dose or amount: 5 ml and 10 ml; frequency: ud; route: IV. Dates of use: late 2007 - early 2008. Diagnosis or reason for use: maintaining IV patency.